Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. No unexpected battery alarms noted. The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted however, unable to prime during prime test due to faulty force sensor relay. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners, minor scratched liquid crystal display window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error. The customer stated that something was wrong with the insulin pump so they changed the battery, filled up the device and the device alarmed battery error. The customers blood glucose had been above 500 mg/dl for two days, and they were feeling really bad. At the time of the phone call, the customer's blood glucose was 520 mg/dl. The customer does use the sensor feature. They were able to rewind the device. In the alarm history there were no delivery, motor error, and low reservoir alarms present. The discontinuation of the device was advised. The customer declined troubleshooting. Nothing further was reported.